Manufacturer narrative:
Date of event was reported as "a few months ago" - 2016.

Event description:
Information received from the manufacturer¿s representative reported that the patient had a car accident a few months ago and stopped feeling the stimulation from their implantable neurostimulator (ins). The patient stopped using the stimulation therapy as a result. The representative met with the patient on the day of report and performed a physician recharge mode (prm) and was able to get the ins out of an overdischarge (od) state. The power-on-reset (por) was cleared and the patient was instructed to recharge at home. It was reported that the patient felt stimulation at the ins implant site and along the ins system even when there wasn't enough power to run the stimulation. The representative check the impedances prior to the ins battery being depleted and values were in the range of 1500 to 2094 ohms (¿nothing out of the ordinary¿). The patient had an appointment with their healthcare professional (hcp) to have the ins system checked (representative did not have time to check the system on the day of report). The healthcare professional mentioned that the patient¿s mental health was not stable. The indication for use for the implanted device was noted spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.